Event description:
It was reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to remove the pump case and inspect various components for damage or debris. After cleaning and reloading the original cartridge, the customer was able to resume insulin therapy successfully.